Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. Reportedly, the pump and transmitter were unable to regain connection. A replacement transmitter was sent to the customer. No additional patient information was available.